Event description:
It was reported that at implant, the shocking electrode of this right ventricular (rv) lead was observed to be damaged and a different lead was used to successfully complete the implant procedure. No adverse patient effects were reported.

Event description:
It was reported that at implant, the shocking electrode of this right ventricular (rv) lead was observed to be damaged and a different lead was used to successfully complete the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.